Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after starting to use a replacement ilet, the user awoke with a severe hyperglycemic illness they described as diabetic ketoacidosis, noted a home ketone reading of ¿high,¿ experienced vomiting, and self-treated with hydration and rest without hospitalization or emergency care. Symptoms included vomiting, profound fatigue and weakness, headache lasting about a week, and reported fever and rash. Outcomes included recovery at home with symptom resolution over several days and no medical admission. Investigation included review of device alerts and therapy data and completion of troubleshooting and user education, with discussion of sick-day and ketone management practices. Investigation of this case revealed no corroborating prolonged hyperglycemia in device reports around the event and no specific device malfunction or component failure identified, so the relationship between the event and the ilet remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with hyperglycemia cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.